Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure (ptca), a guidewire break occurred. The 100% stenosed lesion was located in the severely tortuous and severely calcified vessel. The vessel location is unk. The choice pt es j guidewire was used to complete the procedure and set aside but, when the physician "takes the guidewire a second time," a break in the guidewire was noticed. No procedure complications or injuries were reported. The pt final status is unk.